Event description:
Note: this is the second of two devices used during the procedure. Refer to MFR report #3005099803-2008-07133 for details regarding the first device. It was reported to boston scientific corporation that during placement of an endovive standard peg kit device, the feeding tube detached from the bolster came loose. According to the complainant, the physician completed the procedure with another her endovive standard peg kit device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.